Event description:
The perfusionist reported the roller pump lost occlusion at the end of the case. The perfusionist checked the occlusion twice before putting the patient on bypass. A pressure drop of 2-3 mmhg per second was noted. The roller pump was spinning at 0.26 l/min of calculated flow and the flow probe measured 0.01 l/min. All shunts were closed. Perfusionist had to increase the occlusion by 17 clicks to hold pressure. Manufacturer response for roller pump on perfusion heart lung machine, (brand not provided) (per site reporter). Company identified that at high rpm (>190), occlusion locking mechanism can shift after a hard stop (lid open and safeties). Company replicated this issue in other 8" roller pumps. Company noted the exact rpm varies by pump, but is consistently 180 rpm or higher. Company states it will assess system adjustments to mitigate this issue.